Event description:
It was reported to medtronic minimed that the customer reported receiving an unspecified pump error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The pump was downloaded successfully, and pump error 43 and pump error 41 were found on (B)(6) 2025 21:22:00.000 per download history view. Per the software engineer log, the errors were caused by a motor-registered voltage failure, with the measured voltage being below the threshold. Unit passed the self test. The pump was cut open to perform a visual inspection, and the unit was separated from the electronic assembly due to an electronic defect. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegation of e/a alarm unspecified was confirmed due to pump error 43 and pump error 41 caused by a motor-registered voltage failure. The unit was separated from the electronic assembly due to an electronic defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.